Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump stopped functioning and a "service pump" error message appeared. The user restarted the pump which remedied the issue. The device was used for the procedure. There were no reported averse consequences to the patient as a result of this event.